Event description:
Patient did not have equipment present at the time of call. The reason for call was patient stated their battery needs to be changed. Patient clarified they tried to charge a few times but they cannot get charged enough to turn MRI mode off. Agent asked, patient confirmed they do see an error message but could not recall what is stated. Patient stated the issue began around june. Patient did not have equipment present as they left their controller at a friends house. Patient stated they will obtain controller later this week. Patient was advised to call back for troubleshooting with equipment present. It was later reported that the stimulator is not working and hasn't for 6 months. Patient mentioned their device has not worked for months. Patient stated they were seeing a pain management doctor but since they moved, they cannot find a new doctor who will take their insurance. Agent asked patient how long their pain has been persisting. Patient was redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.